Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump seemed to be not working. The customer's blood glucose was 8.1 mmol/l at the time of incident. The customer also reported that there was a crack on the screen. The customer performed high pressure test and the customer reported absence of no delivery alarm during test. The insulin pump will not be returned for analysis.